Event description:
Subsequent to the initial medwatch report, the following information was obtained: the 3.0x28mm xience v stent contained 20% in-stent re-stenosis at the distal end and 40% re-stenosis distal to the stent. There was no re-stenosis in or within 5mm of the 3.5x28mm xience v stent. During the (B)(6) 2015 hospitalization, medications were provided. Reportedly, the patient was compliant with dual anti-platelet therapy (dapt) medications. No additional information was reported.

Event description:
It was reported that on (B)(6) 2011, a 3.0x28mm and 3.5x28mm xience v stents were successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2011, the patient was discharged home. In may of 2015, the patient expressed experiencing chest pain increasing over this month. On (B)(6) 2015, the patient was hospitalized. Diagnostic angiography showed 20% re-stenosis in a lad xience v stent. Cardiac enzyme markers were evaluated and an electrocardiogram (ECG) was performed without positive results. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.